Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that there were multiple telemetry monitoring screens (central station displays) that had lost monitoring for all beds, a system wide issue where the wireless network was down. While philips devices provide mitigations related to the loss of centralized wireless monitoring (ie ¿no central mon¿ inop, visual and audible tones, local monitoring for mx40), a malfunction that leads to the loss of monitoring for numerous patients possibly with mixed wireless devices in multiple clinical units may result in a delayed response to an individual patient requiring emergent care. There was no patient injury or harm reported.